Event description:
The physician was trying to deliver the cypher us rx 3.50 x 18 through a tortuous and calcified lesion but it couldn't pass through the lesion in the mid rca. The physician decided to remove the device. When pulling the cypher stent out of the patient, the stent dislodged and stayed in the patient. The physician delivered a second balloon and was able to get the stent delivered and deployed at the target lesion. The lesion was not pre-dilated. The stent appeared normal prior to inserting it into the patient. A 7fr cordis guide catheter was used during the procedure. The sds and guide catheter were not removed as a single unit.

Manufacturer narrative:
Information received from a sales representative indicated that a stent dislodged while the physician was attempting to retrieve the device from the patient after it failed to cross the lesion. The lesion in the mid right coronary artery was described as tortuous and calcified. The lesion was not pre-dilated. A 3.5mm x 18mm was advanced to the lesion, but would not cross. The physician then tried to withdraw the device back into the guide catheter when the stent dislodged. The physician delivered a second balloon and was able to get the stent delivered and deployed at the target lesion. The stent appeared normal prior to inserting it into the patient. A 7fr cordis guide catheter was used during the procedure. There was no report of patient injury and the device was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Stent dislodgment is a known potential adverse event associated with implanting coronary artery stents. Review of the information provided suggests that vessel/lesion characteristics (tortuous and calcified) and/or procedural factors (lesion not pre-dilated and withdrawing the device back into the guide) may have contributed to the reported event. There is no indication that there is a design or manufacturing related issue therefore no corrective action is needed.